Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, it was noted that the pump turned off uncontrollably. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery contact was damaged. A review of the event history log (ehl did not confirm the record related to the reported event. During the functional testing the battery was not stable because the battery contact was damaged. In addition, after replacing the battery contact, it conducted a functional test and confirmed that the cassette recognition was defective. The root cause of the issue was unable to be determined. The battery contact was replaced. For cassette recognition failure, downstream sensor replaced and upstream sensor re-calibration.